Event description:
On (B)(6) 2012 the patient contacted animas alleging that the connection between the infusion set tubing and the cartridge was leaking, resulting in blood glucose (bg) of "hi" (>600mg/dl). The patient reported testing positive for ketones, and experiencing increased thirst and increased urination as well as sleeping a lot. The patient stated that upon inspecting the pump she saw insulin around the cartridge area and felt insulin on her hand, but could not determine where the leak was. The patient confirmed that there was no damage to the cartridge o-rings and the luer lock appeared to be tightened securely. The patient noted that she was having difficulty priming the pump, and that when she disconnected the luer lock from the cartridge, insulin "spewed all over like it had been clogged in the luer lock". During troubleshooting, the patient was able to manually prime the cartridge and tubing and was also able to re-load the cartridge into the pump and successfully prime with the pump. However, the patient stated that when she primed via the pump, she saw insulin come out of the pump but was unsure where the leak was. The patient stated that due to the elevated bg, she had changed supplies and the insertion site three times on the day of the reported incident. The patient noted that there were no alarms related to the alleged prime issue and the alleged insulin leak. The patient confirmed that she does not reuse cartridges, and that she had no difficulty in cycling the cartridges prior to filling. The patient confirmed that she had a back-up plan for insulin delivery available to use until her bgs resolved. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an insulin leak.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.